Event description:
It was reported that during the implant of a new system, the left ventricular lead dislodged. It was stated that it would be repositioned at a later date. Lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.